Event description:
The customer stated that the insulin pump was submerged in water and now the display is blank. The reported blood glucose reading was 161 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor, vibrator and battery tube assembly.